Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar leak incidents reported for this lot. Based on the reviewed information, no product deficiency was identified. One sterile, unused, representative sample device with the same part and lot number as the complaint device was returned for evaluation. Functional testing was performed on the returned device and the device passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that during a procedure the copilot valve was not working properly while pushing fluid and holding fluid (blood) back, leaking at the bleedback control seal and possible air was getting in. The clamp seal was tightened when the issue occurred. The copilot was able to be used successfully for the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.